Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was returned to edwards lifesciences for evaluation. During visual analysis it was observed there was a radial balloon burst balloon. The balloon appears to not have any missing pieces. During dimensional analysis, the balloon single wall thickness was measured along the edges of the burst location and found to meet specification. No relevant function testing was able to be performed due to the nature of the complaint (balloon burst). Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, per the report, protruding calcium presenting at the sinotubular junction (stj) was likely to be the cause of the balloon rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during deployment of a 23mm sapien 3 valve in the aortic position using transfemoral approach, the 23mm commander delivery system balloon ruptured and 2-3 ml of contrast was lost. The valve was post-dilated with a 23mm balloon catheter using nominal volume. The valve was properly expanded, the valve position was 80:20 aortic/ventricular as intended, and no paravalvular leak was observed. No adverse event occurred. Balloon aortic valvuloplasty (bav) was not performed. Nominal inflation volume was used to deploy the valve. Per medical opinion, protruding calcium presenting at the sinotubular junction (stj) was likely to be the cause of the balloon rupture.